Event description:
The patient reported through a manufacturer representative (rep) that their ¿doctor requested for stimulation of toes' tip, but there was no stimulation delivered from the implanted position of the lead to the toes.¿ the patient¿s stimulation was adjusted on (B)(6) 2024 in an attempt to address the issue. The reporting rep noted that they ¿would see how it went because the heel of the left foot was stimulated.¿ it was noted that the patient had their stimulation adjusted once every four months and that the patient¿s next programming adjustment was scheduled for (B)(6) . No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) reporting that they heard that at the time of the lead/ins placement, the lead was closer to the outside and the stimulation did not come to the toes. The lead placement issue was due to user error. The patient was not able to obtain the desired stimulation following the on (B)(6) 2024 adjustment, however, the stimulation came not to the toes but to the heels, so it was decided to see how it goes.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 08-may-2025, (B)(4) ; product ID: 977a260, serial (B)(6), ubd: 25-may-2025, (B)(4). Codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.